Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. After connecting the pump to a power source, the pump turned on. Additionally, it was reported that the customer received an incomplete bolus alert. Reportedly, the customer had navigated to the bolus request screen without exiting. The customer's blood glucose level was 257 mg/dl at the time of the events. The customer delivered a correction bolus and reported that the issue had been "resolved".